Event description:
The pt presented with a very calcified, stenotic lesion of the superficial femoral artery. Following unsuccessful positioning of one viabahn device at the target site, the lesion was ballooned again and two viabahn devices were implanted. To completely treat the lesion, a third viabahn device (7x5) was advanced through an 8 fr cook baulkin introducer sheath and positioned; however, when the deployment line was pulled, the device would not deploy. The device and the sheath were pulled back together to the access site, at which point the device deployed. The pt was taken to the operating room for removal of the deployed device. The pt was fine at the end of the procedure. The device was discarded at the hosp.

Manufacturer narrative:
The device was discarded at the hosp and is not available for examination. A review of the manufacturing records was conducted. The review of the manufacturing records verified that the lot was processed normally and all pre-release specs were met.